Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a procedure to explore allograft spacer the surgeon was using the extraction screwdriver to remove a synthes plate and screws and the inner shaft of the extraction driver broke off inside one of the screw heads. The surgeon did remove the screw and fragment from the patient. The plate and screws were intact upon removal, the allograft was good and the patient was healed. No additional hardware was added or implanted.